Manufacturer narrative:
No livanova technician activity was performed at the customer's site. The customer sent the device directly to the manufacturer for rebuild and device appears as not received. No investigation/repair could be carried out. A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on the limited information collected and on the similar complaints investigation, the clamp failure may be caused by boards electrical/electronic fault and/or motor mechanical deviation. The likelihood of occurrence of the failure is in line with what documented and accepted in the relevant risk management file. The risk is in the acceptable region.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp/620mm did not clamp. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in spartanburg, south carolina. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.